Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of high infusion rate error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, the reported problem "high infusion rate error" was not reproduced. The evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20ml for a 30 minutes run time. The delivered amount was 19.291ml and the error percentage was at -3.545%. The event history log review was completed. An infusion basic mode rate - 40 ml/hr, volume to be infused 20 ml completed on last day of customer use. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.